Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated trop I es results occurred from four patient samples processed on the vitros eci immunodiagnostic system. The possibility that an analyzer related event, or poor sample processing, had contributed to the results could not be ruled out. The investigation determined that the samples in question were not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing or an analyzer related event cannot be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results from four patient samples when processed on the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Two of the affected results were reported to clinicians. Corrected reports were issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).